Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1bs9z, explanted: (B)(6) 2017, product type: lead.

Event description:
The lead and implantable neurostimulator (ins) were returned to the device manufacturer. Additional information was received from the patient. Patient clarified what device not working meant. Patient clarified the device did not stay anchored. The device migrated out of place causing the incision to open. Revisional surgery was needed. An infection was reported. The patient responded with, "no change" when they were asked about the circumstances that led to the implant not working properly and stimulation in their foot. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
"The lead and implantable neurostimulator (ins) were returned to the device manufacturer. Patient clarified what implant not working properly meant. Patient said their, "device did not stay anchored. Device migrated out of place and actually split incision open. Revisional surgery was needed." Patient reported an infection. When asked about the circumstances that led to the implant not working properly and stimulation in their foot, patient replied with no change. No further patient complications have been reported as a result of this event." (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead and implantable neurostimulator (ins) were returned to the device manufacturer. Additional information was received from the patient. The patient responded with, "no change. All medical "directives" were followed" when asked about the circumstances that led to the implant shifting, migrating, and not healing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1bs9z, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implant shifted and it was migrating, starting on (B)(6) 2017. Their doctor said they had to have the device re-implanted. They noticed that the implant was not healing correctly and the incision had started to drain off and on. The incision was starting to heal and healed really nice at first, but started to get a little draining. At the time of the report, the implant was sticking out of their body and their doctor was on vacation. The implant had moved and came towards the surface, but, over the weekend prior to the report, the incision opened and part of it was protruding. "Every day it was getting a bit further and molds bandages into the incision every day". At this point it was a major infection risk. They called the healthcare professional (hcp) on the monday prior to the report but the hcp was on vacation all week. On 2017-03-17, it was reported by a rep that they replaced the whole system before any infection occurred. The issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the lead (lot# va1bs9z) found that the lead was cut 24.1 centimeters from the distal end. Analysis: analysis of the ins (serial# (B)(4)) found no anomalies identified. The ins passed all functional testing. Concomitant medical products: product ID 3889-28, lot# va1bs9z, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
No new information.